Manufacturer narrative:
Result: the pod6 pusher assembly was tangled and twisted. Conclusion: evaluation of the returned device revealed that the pod6 was severely damaged due to return packaging and, therefore, the pod6 could not be evaluated to determine the issue mentioned in the complaint. These devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a pod6 coil. During the procedure, the physician met resistance while advancing the pod6 coil through the another manufacturers microcatheter and it was removed. The procedure successfully continued using a new pod6 coil and the same microcatheter. There was no report of an adverse effect on the patient.